Event description:
It was reported by the customer that during preparation for patient use, the cardiosave intra-aortic balloon pump (iabp) display failed as the communication was disrupted. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the device was inspected, troubleshooting revealed problems with the old spiral cable. The fse replaced the cable and test values are within the limit values. Functional test and test run ok.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).